Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient stated, having alarms go off telling me I'm at 40 when I'm actually around 100 and again at the other end of the scale. The inaccuracy was 100 points off. It was reported the patient is using cgm system while pregnant. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient was pregnant while using the cgm system. The dexcom g5 mobile continuous glucose monitoring system states: the dexcom g5 mobile cgm system was not evaluated for the following persons: pregnant women, persons on dialysis. The system's accuracy hasn't been tested in people falling into these groups and sensor glucose readings may be inaccurate, resulting in missing a severe low or high event. However, a root cause for the reported inaccuracy cannot be determined.